Event description:
It was reported to boston scientific corporation in 2006, that an autotome - sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in 2006. ( patient age, gender and weight unknown) according to the complaint, the "tip of the tome was split." The case was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device not returned.